Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, the right ventricular lead was placed four times and each time the lead had high thresholds and impedance. After the last placement, the physician could not get the helix to retract with the rotation tool and more than twenty rotations, but instead had to rotate the lead body slowly and then the helix retracted and the lead became free. The lead was removed and a new lead was used instead. No patient complications were reported as a result of this event.